Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an ultratome double lumen sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2009. According to the complainant, while unpacking, the tome cut wire appeared twisted. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.